Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The icl was explanted in (B)(6) 2010 due to the patient having lost vision due to the development of a cataract. The cataract was removed and an iol was implanted. The patient also reported was prescribed eye drops for at least three consecutive months or had surgery because the surgeon said the patient had high pressure or glaucoma in the eye.

Manufacturer narrative:
(B)(4): method results: a lens work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).